Event description:
It was reported that the lesion was located in the saphenous vein graft (svg) to left anterior descending artery (lad). The pilot 50 guide wire was advanced smoothly to the lesion. Then when the physician retracted the guide wire into the graft, it was noted that the tip of pilot 50 guide wire was separated. An attempt was made to retrieved the separated guide wire tip, but was unsuccessful. The separated tip remains in the patient anatomy and the procedure was concluded. The patient and family declined to have a surgical procedure to remove the separated tip. The patient was transferred to the critical care unit (ccu) for monitoring and was later discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned ht pilot guide wire found no blood visible. There was contrast on the polymer and the core. The distal end of the guide wire was separated and not returned as reported. The overall length of the polymer was 25 centimeters (cm). The overall length of the guide wire was 189 cm. The polymer was stretched and jagged at the separation, suggesting force was applied to separate the material. There was a coil exposed at the end of the separated polymer. There was no other damage noted to the guide wire. The scanning electron microscopy (sem) lab analysis results suggest that the failure of the core may be attributed to initiation by fatigue rupture with the final rapid fracture revealing dimple rupture, indicating ductile overload. The coil failure may be attributed to dimple rupture, indicating ductile overload. A guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as observed. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was not reported that the tip became entrapped or hung up at any point; therefore, a conclusive cause for the separation could not be determined. However, there is no indication to suggest a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.